Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that an echocardiogram test performed 90-days post implant showed a small mass, likely a thrombus, visualized on the non-coronary cusp of the aortic valve. The patient's international normalized ratio (inr) goal was increased to 2.5-3.5. The customer reported that they did not have a follow up echocardiogram to conclude whether or not the increase in anti-coagulation changed the status of the thrombus. The customer stated that the device could have contributed to the thrombus formation due to the patient's valve not opening. The patient underwent a heart transplant on (B)(6) 2015. The pump was not returned for evaluation.